Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy, and the patient subsequently died. Twelve days prior to the start of the event, the patient was hospitalized for an unrelated medical condition. On the day of the event onset, the patient experienced cloudy effluent, a manifestation of peritonitis. The cause of the peritonitis was unknown. On an unknown date in the same month as the event onset, the patient was treated with vancomycin (dose, route, and frequency not reported), an unspecified intraperitoneal antibiotic (drug name, dose, and frequency), and an unspecified intravenous antibiotic (drug name, dose, and frequency) for peritonitis. Five days after the event onset, all treatments were discontinued and the patient was placed on comfort care. That same day, the patient died. The cause of death was listed on the death certificate was sepsis, bacterial peritonitis, and an unrelated medical condition; however, an autopsy was not reported. No additional information is available at this time.